Manufacturer narrative:
The end user reported that the speed of the chair is erratic. He stated that it is speeding up and then going back to normal speed. The end user stated that he has been a user of power chairs/scooters for the past 20 years. He bought the m61 power chair used through (B)(6) about 6 weeks ago. He stated that it worked well for about the first 3 weeks. Then, on two different occasions while he was driving it in his home, the chair would speed up without him manipulating the controls. He stated that he would then switch the joystick to elevate mode and then back to drive mode, and the chair would then drive at the normal slower speed. He has not experienced this issue further in the weeks following. He states that he only uses the chair at his residence, inside the house and outside on his property. He stated that his home was built for his handicap so there are no thresholds throughout the house. He stated that he had not contacted a dealer to seek a resolution, as the issue went away on its own. The owner's manual warns that if unintended/erratic movement occurs to stop using the wheelchair immediately and contact a qualified technician. The expected life of the device is five years; therefore, it has exceeded its expected length of service. It is unknown how the power chair was used previously or whether routine maintenance was performed prior to the current end user obtaining it. Return of device for evaluation is not anticipated at this time, as the end user stated that the reported issue is no longer occurring. The underlying cause of the erratic speed is unable to be determined at this time. Should additional information become available, a supplemental record will be filed.

Event description:
End user stated that the speed of the chair is erratic. He stated that it is speeding up and then going back to normal speed.